Event description:
During the ivtm therapy set-up, the thermogard xp ivtm system (sn (B)(6) does not recognize a filled start-up kit (suk) air trap. The air trap sensor state was highlighted in red on the console setup screen. The customer used another thermogard system to initiate the therapy. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) does not recognize a filled start-up kit (suk) air trap was confirmed during the functional testing. The root cause of the reported complaint was a defective air trap block with board. During functional testing, the thermogard system failed to recognize the full air trap, confirming the reported complaint. The air trap block with board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(6).